Event description:
According to the distributor's report, the saphenous vein harvest site was closed with the adhesive. Three days later, the incision opened up below the knee. Additional sutures and adhesive strips were applied. No further events or consequences were noted.